Event description:
It was reported that during a pta treatment procedure to dilate a lesion in the iliac, removal difficulties were encountered. The physician was attempting to remove the balloon catheter when it became stuck. It is unclear if the balloon ruptured during the procedure. The physician removed entire unit along with the sheath. No pt injury or complications were reported. The pt status is reported as 'good' following the procedure.